Manufacturer narrative:
The investigation for the positioning issue has been completed. Product was not returned. Data logs were reviewed and confirmed impella in aorta alarms. No other abnormalities found. Clinical reports the pump to be shallow and it was unable to be repositioned. The cause of the positioning issue was not determined since product was not returned and there is a lack of clinical details. Added- h6 impact code 4628.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the interventional fellow came to bedside due to position alarms and tried to manipulate impella cp forward but was unsuccessful in getting it into good position in the left ventricle. A decision was made to pull impella back into descending aorta and run on p-1. Due to activated clotting time being high, the physician was not comfortable fully explanting the impella until after coronary artery bypass grafting procedure is completed. It is noted that the procedural outcome of the patient has survived surgery.